Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, there was lead damage alleged on the left ventricular (lv) lead. No intervention was performed to resolve the event and the patient status was unknown. Further information was requested but none was received.